Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported by the patient that the pod was alarming while they were trying to give themselves a bolus.

Manufacturer narrative:
The soft cannula was found to be internally leaking through the back of the nail head, causing corrosion, insufficient batteries and data loss. Without the device data it cannot be determined if the device alarmed or if the internal leak contributed to the reported event. The cause of the reported event could not be determined.